Manufacturer narrative:
Patient reportedly wore earplugs for hearing protection during treatments. All medications listed in the patient's medical records have a potential side effect of tinnitus or ringing in the ears. Based on the information provided it can not be ruled out that the tms treatment may have contributed to the reported symptoms.

Event description:
Patient complained of ringing in their ears during and after tms treatment. Patient has no prior history of tinnitus and has seen an audiologist. Patient claims this interferes with sleep but not daily activities. Symptoms have not improved at the time of this report.